Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. It was reported that the device was operating as intended, and that the patient's outcome was not considered to be device related. The pump was returned assembled with the driveline cut approximately 4.25¿ from the pump housing, and the distal portion of the driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was present on the inlet extension. Approximately 2¿ of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump outlet port. Less than 0.5¿ of the sealed outflow graft bend relief (ogbr) was returned over the outflow graft with the ogbr collar sutured in place. Evaluation of the device upon disassembly revealed no evidence of developed thrombus formations within the sealed inflow conduit, outflow graft, or blood tube. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. Incidental findings: investigation of the returned (B)(6), confirmed a deposition in the outlet stator. Review of log file, downloaded from the returned controller, confirmed low flow alarms approximately 17 and 26 hours before the controller was disconnected. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis, right heart failure, and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 6 also lists pulmonary hypertension as a potential risk/adverse event that may be associated with the use of heartmate ii lvas and states that post-implantation hypertension may be treated at the discretion of the attending physician. Section 1 of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 21nov2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02062 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2020, the patient was readmitted due to pleural effusion and respiratory distress. Cardiac catheterization showed elevated central venous pressure pulmonary, vascular resistance in 9.1 wood units, and cardiac output of 2.2 l/min. On (B)(6) 2020, the patient's blood pressure was difficult to maintain. There was a suspicion of systemic lupus erythematosus and dermatomyositis, and it was thought that the cause was a rapid exacerbation of pulmonary hypertension. There was no increase in lactate dehydrogenase (ldh) during the course, and it was considered that the pump was operating as expected. The main cause of death was right heart failure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pulmonary hypertension and right heart failure which had progressed, and the patient passed away on (B)(6) 2021.

Event description:
It was reported that the patient was admitted on (B)(6)2020 due to pleural effusion and respiratory distress. The patient had a swan-ganz catheterization on (B)(6) 2021 that demonstrated pulmonary hypertension. A computed tomography scan was negative for infection. The patient lost consciousness on (B)(6) 2020 with undetectable blood pressure and went into shock. Veno-arterial extracorporeal membrane oxygenation was started with vasodilator and acute heart failure medication. It was noted that the patient also had connective tissue disorder, and pulse steroid therapy was initiated for suspicion of systemic lupus erythematosus and dermatomyositis which was thought to have been due to rapid exacerbation of pulmonary hypertension due to right heart failure. The patient ultimately expired on (B)(6) 2021 mainly due to right heart failure. It was reported that the device was ruled out as a cause of the right heart failure by the doctor, and the device operated as intended. The patient outcome was not considered to be related to the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. It was reported that the device was operating as intended, and that the patient's outcome was not considered to be device related. The pump was returned assembled with the driveline cut approximately 4.25¿ from the pump housing, and the distal portion of the driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was present on the inlet extension. Approximately 2¿ of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump outlet port. Less than 0.5¿ of the sealed outflow graft bend relief (ogbr) was returned over the outflow graft with the ogbr collar sutured in place. Examination of the outlet stator revealed a red, tissue-like deposition occluding one of the vanes of the stator. The deposition exhibited areas of denaturation adjacent to the bearing ball. Additionally, contact marks were observed on the distal end of the rotor. Based on the contact marks observed and the deposition¿s structure, the deposition appeared to have been present during support. However, the origin of this deposition and a specific time for which the deposition was present could not be conclusively determined. The discovered deposition did not appear to have contributed to the reported event and patient outcome as it was reported that the device was operating as intended, and the patient's outcome was not considered to be device related. A correlation to the incidental finding of low flow alarms could not conclusively be established through this evaluation. Evaluation of the device upon disassembly revealed no evidence of developed thrombus formations within the sealed inflow conduit, outflow graft, or blood tube. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. B is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis, right heart failure, and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 6 also lists pulmonary hypertension as a potential risk/adverse event that may be associated with the use of heartmate ii lvas and states that post-implantation hypertension may be treated at the discretion of the attending physician. Section 1 of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms heartmate ii lvas patient handbook rev. D, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experience pulmonary hypertension and right heart failure which had progressed. On (B)(6) 2020, the patient lost consciousness, the patient's blood pressure was not detected and the patient went into shock suddenly. Va-ECMO (veno-arterial extracorporeal membrane oxygenation) was started with no (nitric oxide) and pde-3 inhibitor. It was noted that the patient had a corrective tissue disorder. The clinical team considered the possibility of acute deterioration of the corrective tissue disorder and started the pulse steroid therapy. The patient passed away on (B)(6) 2021. It was reported that that device was not the cause of the right heart failure. The device operated as expected. The patient's death was not considered to be device related. No additional information was provided.